Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a malfunction of zoom (focus switching). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter clogging in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that a foreign matter was clogging the nozzle due to insufficient cleaning. Additional evaluation findings were as follows: due to damage on zoom (charge-coupled device), zoom does not work smoothly, due to a pinhole on bending section cover, water tightness is lost, the connecting tube, the plastic distal end cover, the bending tube all has a dent, the adhesive around light guide lens, the adhesive around objective lens both are peeled, the protector of universal cord on scope connector side, the image guide protector, the universal cord, the connecting tube all has a scratch, the switch4, the switch1 both has wear, the universal cord has a wrinkle, the indication on scope connector is peeled, the lock engagement lever is deformed, the electrical connector has discoloration due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, the adhesive on bending section cover has white-clouded area, the adhesive on the bending section cover has a crack, the adhesive on bending section cover has a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.